Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that since a device replacement, there was no history of superior vena cava (svc) lead impedance measurements until an alert sounded for a single high svc impedance. It was advised to x-ray the header to ensure that the pin was correctly inserted. The device remains in use. No patient complications have been reported as a result of this event.